Manufacturer narrative:
Analysis of the fiber revealed a connector and strain relief boot that would not turn upon attempted rotation and a break in the fiber approximately 6mm from the distal tip. It was also noted the rfid tag had been incorrectly programmed with the wrong part number. Although the rfid tag was found to have been inadvertently programmed with the incorrect part number, this issue was not related to the customer complaint and has no effect on fiber performance. The fiber break was likely a result of an external mechanical force, as there was no charring observed at the break point. The non-rotating collar with malformed and discolored heat shrink are symptoms which are possibly indicative of excessive heat applied during fiber reprocessing. It is likely that the fiber was steam sterilized at a temperature exceeding the temperature parameters in the instructions for use (IFU) document (270°f, 132°c). This could cause the fiber connector to not rotate independently of the fiber. When a twisting force is applied to the seized up fiber and connector, an internal break could occur within the fiber assembly leading to the occurrence of low/no pilot beam emission from the fiber. This could potentially occur when the documented procedures in the IFU are not followed correctly. If the user follows the exact directions for steam sterilization as listed in the IFU, such non-rotating collar issues do not occur. The fiber likely failed due to user mishandling during reprocessing. This incident occurred in (B)(6).

Event description:
"When the fiber was used for an operation, a laser radiation from the fiber was weak. It was a new fiber."